Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to interact with the touchscreen. Reportedly, the customer attempted to unlock the screen but was unsuccessful. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.